Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of medwatch 0501290000-2012-8013.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2012 and a drain was inserted. While attempting to remove the drain on (B)(6) 2012, the drain broke. There was no portion of the drain visible, so the surgeon and patient opted not to retrieve the drain piece at this time. The surgeon opines that the piece will wall itself off. The patient has been monitored for signs and symptoms of infection. To date, the patient has no complications and is doing well.